Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the tubing appears to have debris in it. The customer's blood glucose reading was 566 mg/dl at the time of incident. Troubleshooting advised customer that alarm may have occurred from a connection that was not secure. The customer was advised that the set would be replaced and to return the product for analysis.